Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: key panel defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: te 1246022.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: key panel defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: te 1246022.